Event description:
It was reported that the screw broke while inserting it in the tibia tunnel, the tunnel size was 8 mm and the screw size was 8 mm and it was used a guide wire. A back up device was available. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.